Event description:
Separation occurring between the white blades and flexible tube. No info was provided regarding the status of the pt.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Per specification and prior to further processing, the catheter surface is 100% verified to be clean without excessive imperfections or damage. Additionally, the securement of the fitting is 100% verified through a tug test. Although no product was returned to assist with this investigation, it can be reasonably concluded that the catheter encountered excessive forces beyond its intended design. We will continue to monitor for similar complaints.